Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
Total shoulder replacement, (B)(6) private hospital, (B)(6) 2019; dr (B)(6) was performing a delta xtend reverse total shoulder replacement. When he used the glenosphere orientation guide to place the glenosphere, he noticed the guide was not sitting as it usually did. The instrument was removed from the surgical site and examined. A crack was seen in the plastic surrounding the articulating surface of the instrument which had rendered the instrument ineffective. The plastic sleeve was still intact but when probed with forceps, came apart into three pieces (the main instrument and two plastic fragments). Having removed the damaged plastic dr (B)(6) was satisfied that the instrument would work and was able to use the instrument to finish seating the glenosphere. The surgical site was examined and dr (B)(6) was satisfied there was no debris present. Action taken to manage the issue: the instrument was able to be used to finish the procedure. The instrument was then isolated and tagged out. No ae to patient. No delay to procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Root cause attributed to the device being worn from normal use and servicing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.